Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not giving suspend on low alarm. Customer reported that insulin pump was not working. Customer also reported that insulin pump was not alarming before they are low. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.